Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Healthcare professional (hcp) reported that the action taken to resolve the retention was turning device down and doing a program change. Retention had been resolved. No further complications were reported.

Event description:
Patient said a few months ago, like 2 months ago, they had an endoscopy. They turned their device off. When they turned it back on stim was on 5. It went from 2 to 5 and it was too much. Patient had been having problems retaining fluid and kidney problems from around 2 months. Patient confirmed by kidney problems as they meant urine retention. It was reviewed potential interaction with device. Patient had been having problems with their feet swelling and thought it might be due to device as well. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.